Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that reportedly, the field representative noted no presenting data on the system when there should be one. Pacemaker mediated tachycardia (pmt) was noted but no ventricular channel was observed. Boston scientific technical services (ts) reviewed payload and noted advanced patient management real time (apm rt) episode was stored at part of the interrogation. There were no suspicious faults, resets or unusual power consumption by the device. Analysis obtained and noted that this device appeared to have a hardware malfunction, transient "sticky" bit that is affecting the electrogram (egm) storage. While it is not affecting therapy it does corrupt diagnostics. The recommendation is to replace the device. Additional information obtained from the field which indicated that the physician decided to wait and observe the device. The device was checked and exhibited normal function. The device remains in service. No adverse patient effects reported.

Manufacturer narrative:
.

Event description:
Additional information obtained from the field which indicated that there was noise on electrogram (egm) channel, but not really noise as markers appeared normal. The electrogram (egm) channel storage looked corrupted. However, the field representative confirmed that there was no noise present.